Event description:
During an af procedure, air aspirated from the valve of the agilis sheath when the volt catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.